Event description:
Boston scientific received information that during the post operative visit, an x-ray revealed this left ventricular lead was dislodged and located in the coronary sinus. A revision procedure was performed. As the lead was removed, blood was noted under the insulation in the middle portion of the lead. The lead was flushed with normal saline and visual inspection revealed the fluid exited through the lead at that site. The lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection confirmed the insulation damage at 30.2 cm from the terminal pin. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis concluded the fluid exited the lead due to insulation damage.